Event description:
The customer reported two occasions in 2006, where the machine removed more fluid from the pt than programmed (refer to MDR 9616240-2006-00517). In 2006, between the hours of 1 and 2, the fluid removal rate was set to 240 ml, but the actual fluid removed during that timeframe was 386 ml, all other hours of treatment, the fluid removal was according to the rate set on the machine. Facility's registered nurse stated that she called in for clinical assistance on that day, during the time of the fluid imbalance and was told by the gambro clinical assistance personnel to stop the fluid removal for one hour, then to resume fluid removal. She stated that all fluid removal following that pause was accurate.